Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received on the adc device. As a result, the customer experienced symptoms of a seizure and was unable to self-treat, requiring a glass of water from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a sensor error message was received on the adc device. As a result, the customer experienced symptoms of a seizure and was unable to self-treat, requiring a glass of water from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor was not properly seated and no physical damage to sensor patch was observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating factory state). The sensor plug was inspected and a deformed sensor snap was observed which can cause a poor connection between the rubber contacts and pcb (printed circuit board) contacts. The poor connection may cause an improper seal to be formed on the sensor plug. Extended investigation has also been performed. A visual inspection on the returned puck was performed and found that one of the side locating snaps on the sensor plug appeared to be deformed, which prevented the plug from seating in the receptacle properly the sensor snaps serve to hold the sensor plug in the correct position in the sensor patch after assembly. This is to ensure that electrical contact can be maintained between the sensor plug contacts and the pcba (printed circuit board assembly) pad contacts of the sensor patch, as well as to maintain a proper seal between the connector and the pcba. The issue is confirmed to a deformed sensor snap which, prevented the customer to properly use the device as intended. All pertinent information available to abbott diabetes care has been submitted.